Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer gave a general report of med errors related to the nurse putting the dose in the rate blank on the pump for continuous infusions. An example provided was that the drip that is supposed to run at 5 mg/hr but the nurse programed 5 ml/hr instead. The nurse received a guardrails alert, over-rode the message, and started the infusion. No patient harm was reported.